Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a knife was in contact with a patient after which filament debris was noted inside of the patient's eye. Procedure details and patient impact information is unknown.

Manufacturer narrative:
Additional information is provided. (B)(4).

Event description:
Based on information received and reviewed following submission of the initial report, this event does not meet criteria for reporting as a device malfunction.